Event description:
During a surgical procedure the customer experienced a "temporary motion sensor mismatch" error during tool change and was able to override the error. The customer rebooted the system, however, the error reappeared when a sterile adaptor was installed. The second recurrence of the error could not be overridden by the customer. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.